Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose level was 311 mg/dl. Reportedly, customer had no backup method for insulin therapy.